Manufacturer narrative:
Additional information for it was reported that (B)(6) infection has been confirmed. Active, asthma, nka, hypertension/high cholesterol, former smoker (quit in 1991). Gii biconvex pat 29mm; part#71420570; lot#13am04352. It was reported that devices will not be returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to use that patient is experiencing asceptic loosening of femur/tibia, possible infection, with planned revision surgery of the total knee system.